Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited a loss of capture. The patient report being lightheaded with pacing inhibition lasting about eight seconds. Neither lead had dislodged and the atrial impedances and sensing were normal and the thresholds had later decreased. The rv lead exhibited normal readings while mapping, however, once the lead was secured in the tissue this lead had threshold issues as well and tissue was noted in the lead tip.

Manufacturer narrative:
No changes were made to the atrial lead. However, the rv lead was explanted and another rv lead was successfully implanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.